Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device the practitioner could not introduce the device bacause the collagen plug was out of its housing before the device was deployed. The collagen plug ("t" shape) should not be visible before being placed into the artery. There were no adverse consequences for the patient. The device was not used. The patient was treated as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angioseal vip device was returned for evaluation. The carrier tube assembly was received in an opened header bag. The aluminium pouch was not returned. The bypass tube was dislodged proximally and complete anchor was exposed. The bypass tube was replaced on the anchor in its original assembled position and the carrier tube assembly was inserted in a sample hemostasis sheath from lot 06082048 for functional testing. The carrier tube was inserted into the sheath without any difficulty and the anchor released when the deployment sleeve was moved to the forward lock position. The sleeve was then moved to the rear lock position and the anchor posted against the sheath tip as intended. The anchor was then manually pulled to unwind the suture and release the collagen and tamper tube. No anomalies were noted during the functional test. The bypass tube was then isolated from the assembly and the distal inner diameter was measured and confirmed to meet manufacturer specifications. The IFU states "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device." Based on the returned carrier tube assembly, the complaint could be confirmed for bypass tube displacement. Based on the evaluation of the returned device, it is likely that the issue may be related to the improper opening of the polyfoil pouch or mishandling of the tip of the carrier tube after opening the pouch. Past complaint records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, the polyfoil pouch was not returned to confirm this.